Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No e13 alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming watchdog timeout persistently. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.